Event description:
During a clinic follow-up, an increase in the pacing impedance, loss of capture, and episodes of post-sensed t wave oversensing were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.